Event description:
The customer reported a failure to discharge in testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer duplicated the symptom. The processor pca was replaced to resolve the issue. The device passed testing and was returned to service.